Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer been hospitalized on (B)(6) 2016 with unknown blood glucose levels. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Caller reported that site was changed three times and cannula was bent for each. Caller was educated on cause and prevention of bent cannula. Troubleshooting could not be performed as customer was not available with insulin pump.